Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was very difficult to slide in and out of harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. The harvesting tool was returned with the cannula. Signs of clinical use and evidence of blood was observed on the harvesting tool handle. No visual defects were observed on the harvesting tool. The jaws were observed to be intact, no visual defects were observed. No blood or tissue was observed on the jaws or heater wire. A visual inspection of the cannula was conducted. No visual defects were observed on the cannula or the c-ring. The c-ring was observed to be intact, no visual defects were observed. No blood or tissue was observed on the c-ring. To test the fitting problem with the harvesting tool, a mechanical evaluation was conducted. The returned harvesting tool was inserted and retracted into the returned cannula without any observed difficulty. The device was evaluated five times for the harvesting tools ability to fit inside the cannula bell. A second investigator was also able to insert and retract the same reference endoscope with no difficulty. Based on the returned condition of the device and the evaluation results, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was very difficult to slide in and out of harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.